Event description:
It is reported that the drill shaft fractured during surgery and no pieces were retained within the wound.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the reamer were reviewed and identified no deviations or anomalies. Dimensions taken are within specification. The device is fractured and exhibits scratches on shaft. This device was used for treatment. A complaint history review was conducted for part # 0024906450. The search identified no other complaint against the related lot number. The scratches on the shaft indicate previous effective use. The most likely cause of the instrument breakage cannot be conclusively determined.

Manufacturer narrative:
This follow-up report is being filed to correct information. A complaint history review was conducted for part # 00222800800. The search identified no other complaint against the related lot number. This information does not change the results of the investigation previously reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the reamer fractured during surgery and no pieces were retained within the wound.